Event description:
It was reported that "contrast was injected" into the bd nexiva¿ closed IV catheter system and the extension tubing "expanded like a sausage" due to a small hole found in the catheter.

Manufacturer narrative:
H.6. Investigation summary: a lot number was not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Additionally, our engineers were able to evaluate the expanded tubing in the device submitted. Based on their evaluation and your description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd nexiva is an infusion only device and is not rated for high pressure injections. With the sample received is very difficult to us determinate this condition as a manufacturing related issue for this reason we were not able to associate the reported defect to the manufacturing process and it is not possible to perform a DHR review due to the batch number not being provided for review.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that "contrast was injected" into the bd nexiva¿ closed IV catheter system and the extension tubing "expanded like a sausage" due to a small hole found in the catheter.